Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's shock did not discharge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Patient information has been requested, but not yet available

Event description:
It was reported to philips that the device's shock did not discharge. It was reported to philips that the patient treatment was delayed. A different defibrillator was used and the patient was successfully defibrillated. There was no adverse impact.

Manufacturer narrative:
It was reported to philips that the device's shock did not discharge. The customer evaluated the device and could not reproduce any failure when performing tests. It was reported to philips that the patient treatment was delayed. A different defibrillator was used and the patient was successfully defibrillated. There was no adverse impact. The customer could not reproduce the failure. The device passed all tests and is returned to full functionality. The device remains at the customer site. Philips cannot rule out a malfunction. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.